Event description:
Registered nurse (rn) went to replace filter in the continuous renal replacement therapy (crrt) machine, while priming the tubing (pre-filter tubing), at the location of the small flat filter noted leak. Noted hole in tubing. Took filter down and replaced with a new one.